Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was not opening. The nurse reported that this malfunction occurred during the dispensing of medication and got medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge was unable to open. The field service engineer restarted the helmer fridge and accessed the door. The system functioned as intended after field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6).